Event description:
It was reported that the bd blunt fill needle had a foreign object on the filter needle. The following was received by the initial reporter: please be informed about a market complaint received by roche stating that a doctor reported a foreign object on the filter needle. Roche currently considers this a high risk and potentially critical complaint given the fact that a potential contamination of a sterile product can currently not be excluded.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: it was reported there was a foreign object on the filter needle. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister or plastic shield. The needle has a dark foreign matter at the needle tip. No other defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot 2005771. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H6: investigation summary: it was reported there was a foreign object on the filter needle. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo and an analysis report was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister or plastic shield. The needle has a dark foreign matter at the needle tip. No other defects or imperfections were observed. The analysis report provided shows photos and charts. The closest match provided for the foreign matter is polycarbonate, which is the material used in the production of the needle hub. The report confirms a 92.6% match to polycarbonate. It could be possible loose particles of the needle hub ended up on the needle tip. A device history record review was completed for provided material number 305211, lot 2005771. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd blunt fill needle had a foreign object on the filter needle. The following was received by the initial reporter: please be informed about a market complaint received by roche stating that a doctor reported a foreign object on the filter needle. Roche currently considers this a high risk and potentially critical complaint given the fact that a potential contamination of a sterile product can currently not be excluded.